Event description:
It was reported that "a patient had to have a revision surgery of a xia 3 implant. The surgeon reported that the initial surgery took place in (B)(6) 2012 and was a 1 level fusion at levels l4 and l5. The surgeon reported that the patient was re-scanned in (B)(6) 2013 and the scan showed that the screw at l4 had failed as the tulip had disconnected from the post. The surgeon reported that he revised the procedure on (B)(6) 2013 to replace the broken screw. The surgeon reported that during the process the screw at l5 suffered the same failure. This caused a delay to the surgery of 15-20 mins."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review: two xia 3 polyaxial screws failed, one of the screws failed postoperatively and was discovered 4 months after the initial surgery. The failure of the second screw was found during the revision surgery. Both implants were received for investigation and the event was confirmed. One tulip was received assembled with a rod and blocker and once it was separated it is impossible to determine which bone screw was assembled with which tulip. The bone screw head is significantly deformed and the lip of the head is broken in one place. Many spikes and holes were damaged and the retaining clip situated inside the tulip is deformed and one end is absent. The threads are not damaged except for some minor loss of anodization. At the cylindrical part of the bone screw head one can see an imprint left by the rod during tightening or final tightening. The shape and location of this imprint shows that the screw was implanted at maximal or close to maximal angle and the load applied during tightening/final tightening exceeded 12nm. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Tests on non disassembling and polyaxiality as well as a check of the appearance and the shape were performed on the entire batch. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. As follows from the review of complaints received previously for the same issue as well as from the findings of the r&d engineers, over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be an additional factor that facilitates the disengagement of the tulip. No additional information about the patient (x-rays / patient height, weight, or postoperative physical activity) were received. In some cases physical conditions of the patient (i.e., obesity) can also contribute to construction failure before fusion. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. The observations made during visual inspection of the returned implants reveal that both screws were over tightened during implantation. In addition, one of the screws was tightened/finally tightened several times. Thus, the reported event is user related and user error contributed to this event.

Event description:
It was reported that "a patient had to have a revision surgery of a xia 3 implant. The surgeon reported that the initial surgery took place in (B)(6) 2012 and was a 1 level fusion at levels l4 and l5. The surgeon reported that the patient was re-scanned in (B)(6) 2013 and the scan showed that the screw at l4 had failed as the tulip had disconnected from the post. The surgeon reported that he revised the procedure on (B)(6) 2013, to replace the broken screw. The surgeon reported that during the process the screw at l5 suffered the same failure. This caused a delay to the surgery of 15-20 mins."